Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
He was testing the chair and when he goes forward in the chair it wobbles and shakes.